Manufacturer narrative:
This patient received a tin glenosphere on the glenoid side on (B)(6) 2019 under compassionate use request vf190086. The compassionate use component has not been revised and remains well fixed.

Event description:
Patient revised for a second time on (B)(6) 2020 after dislocating anteriorly. Primary surgery occurred (B)(6) 2019 and first revision (previously reported) occurred (B)(6) 2019. Surgeon explanted the 135/145 reversed adapter and 36/+6 standard humeral cup that were implanted during the first revision, and then implanted a new 135/145 reversed adapter and 36/+9 stability humeral cup.